Event description:
It was reported when using the bd vacutainer® one use holder the tips are breaking and shooting blood into staff members eyes. The following information was provided by the initial reporter. The customer stated: "it was reported by the customer that tips are breaking and shooting blood into staff members eyes."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® one use holder the tips are breaking and shooting blood into staff members eyes. The following information was provided by the initial reporter. The customer stated: "it was reported by the customer that tips are breaking and shooting blood into staff members eyes. "

Manufacturer narrative:
H.6. Investigation summary: mat: 364815 lot: unk bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.